Event description:
It was reported that insert trial broke during trialing. It is unknown if pieces needed to be retrieved from the patient or not. But no patient injury was reported.

Manufacturer narrative:
The device was used in treatment and was returned for evaluation. DHR review found that the device met manufacturing specification. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. Instructions for trialing the insert trial can be found in the navio surgical technique for use with the stride unicondylar knee system. A visual inspection of the product confirmed the stated failure. The device is broken at the bottom slot. The part shows signs of significant wear/usage. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.

Manufacturer narrative:
The report was inadvertently submitted under manufacturer number 1020279, but the correct manufacturer number is 3010266064.